Event description:
New information noted that the medication was changed to treat the patient. The event was resolved on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dyspnea/shortness of breath and cough due to exacerbation of heart failure. The patient was admitted to the hospital on (B)(6) 2019. Electrical measurements were normal. A chest x-ray and echocardiogram were performed. Nothing specific was noted other than enlargement of the left ventricle and left atrial. The issue might possibly be related to the implantable cardioverter defibrillator. No treatment was reported. No additional information was available.